Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there were issues with certain kyphoplasty balloons, and that a sales representative who has extensive experience using these products stated that this is not a technique-related issue. The problem arises during the removal of the balloon from the working sheath. The balloon appears to remain partially inflated, which causes it to become trapped inside the sheath. This results in the balloon bending or even rupturing, posing a potential risk to the patient. This is the second occurrence within two weeks. Additionally, difficulties are reported from the very beginning of the procedure: the catheter insertion through the working sheath is exceptionally hard, requiring excessive force from the start. There is a potential risk for the patient. Since the balloon does not fully deflate, additional force is required to remove it, which may cause damage to surrounding tissues or structures during extraction. This report captures the second event that was reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part#03.804.701s, lot # 82341375, manufacturing site: werk selzach logistik, manufacturing date: 30.june.2025, expiration date :01.june.2027, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.